Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer's reported complaint. The instrument was found to have a broken yaw pulley at the distal end. The yaw pulley was missing a piece measuring approximately 0.082 x 0.127 opposite of the conductor break. This allowed the grip to move within the pulley and have a larger range of motion within the yaw. The known common cause of the reported failure is mishandling/misuse. Based on the device evaluation results, this MDR report is being retracted since the failure mode was found to be due to misuse/mishandling and not due to a malfunction of the instrument.

Manufacturer narrative:
Intuitive surgical inc. Has not received the fenestrated bipolar forceps instrument for failure analysis. Therefore, the root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. Based on the information provided, this complaint is being reported due to the following conclusion: the site claims that a fragment from a bipolar forceps instrument fell inside the patient. The fragment was retrieved and no patient harm was reported. However, it is unknown what caused the breakage.

Event description:
It was reported that during a da vinci assisted procedure, a piece of the fenestrated bipolar forceps instrument fell off into the patient. The fragment was retrieved and no patient harm, adverse outcome or injury was reported.